Event description:
Patient on a speciality mattress overlay to provide pressure relief. The bed was in low position and two siderails were up. The nurse found the patient on the floor next to the bed. Patient stated did not want to bother nurses and so got up by self to use the urinal. Patient stated "slid right off the bed onto the floor." The patient was examined, but no injuries were noted. The mattress overlay was removed due to the risk of patient slipping out of the bed and a posey sitter ii was ordered and placed on the bed.